Event description:
It was reported that there was a leak. A 2.4mm jetstream xc catheter was selected for the treatment of calcified superficial femoral artery. During introduction, it was reported that the catheter was not working properly. There was a leak and endless bubbles reported. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. Visual and microscopic inspection was completed and found no damages. The device was functionally tested by connecting it to a jetstream console. The device was able to prime and run with no issues. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that there was a leak. A 2.4mm jetstream xc catheter was selected for the treatment of calcified superficial femoral artery. During introduction, it was reported that the catheter was not working properly. There was a leak and endless bubbles reported. The procedure was completed with a different device. There were no patient complications reported.